Event description:
The customer reported that the leads had fallen off a telemetry patient. The staff did not immediately respond to replace the leads. The central station did alarm for a leads off inop and was silenced by a monitor technician. The customer claims that the central station did not have a reminder inop after the timeout period. The patient expired shortly afterwards. The customer also claims that the central station never displayed any other alarms.